Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per consumer, claims that bots sheared off on the center seat frame and now the tilt is no longer working.